Event description:
It was reported that the device was beyond recommended replacement time. The battery voltage was low and the impedance was high. There was intermittent loss of capture noted and both lead impedances were low. The device was removed and replaced by a new device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and the battery depletion was normal.